Event description:
Related manufacturer reference number: 2017865-2022-11661. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the left ventricular (lv) lead and the right atrial (ra) lead were dislodged due to twiddler's syndrome. There was no capture threshold and impedance problem on both ra lead and lv lead. The physician explanted and replaced both leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddler's syndrome, impedance problem and failure to capture. As received, a complete lead was returned in one piece. The reported events of impedance problem and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The double bend height was measured to be within specification.